Manufacturer narrative:
Date of this submission is (B)(4), 2011. This closes out this report unless add'l significant informations is received.

Event description:
Consumer was a first time tampon user who inserted the product and upon removal, the string broke and tampon was stuck. Consumer went to clinic and had the product removed.